Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient had an infection on their right groin approximately a week after a 6-12f mynx control venous vascular closure device (vcd) was used. The nurse was making the doctor aware he did not have a reported infection by doing figure 8 and the patient had to request antibiotics by the physician. The patient was ambulating 3 hours after the procedure. The device was prepared and used per the instructions for use. The right limb experienced the infection. There was no culture performed to confirm the infection however antibiotics were prescribed. An ultrasound was not done at the follow up visit. The physician performed the pfa procedure utilizing farapulse. There was only 1 access site on the affected limb. The sheath was downsized to an 11f non-cordis sheath. There was no other closure device used on the affected limb. And an ultrasound was not performed before discharge after procedure. The device is not being returned for evaluation.

Manufacturer narrative:
B1 and h1 have been corrected.

Manufacturer narrative:
As reported, a patient had an infection on their right groin approximately a week after a 6-12f mynx control venous vascular closure device (vcd) was used. The nurse was making the doctor aware he did not have a reported infection by doing figure 8 and the patient had to request antibiotics by the physician. The patient was ambulating 3 hours after the procedure. The device was prepared and used per the instructions for use (IFU). The right limb experienced the infection. There was no culture performed to confirm the infection; however, antibiotics were prescribed. An ultrasound was not done at the follow up visit. The physician performed the pulsed field ablation (pfa) procedure utilizing farapulse. There was only 1 access site on the affected limb. The sheath was downsized to an 11f non-cordis sheath. There was no other closure device used on the affected limb, and an ultrasound was not performed before discharge after procedure. The device will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, "apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions." According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, "re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed." Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.